Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system was froze and had to be rebooted multiple times. Upon troubleshooting, fse found that the issue was with fd flashlite and ther was no x-ray on the frontal plane. Fse replaced the dcps power supply. Later which, fse foud that the actual cause was in the backplane module that supplies the flat detector with its power. The fse restored the old flat detector to the system. To resolve this issue, fse replaced the rear interface panel and the rotation cover due to crack. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system froze and had to be rebooted multiple times. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.